Manufacturer narrative:
The pump has not been requested for return at this time. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On 11/17/2016 the reporter contacted animas alleging that on an unspecified date, the patient experienced elevated blood glucose (bg) of 495mg/dl with unspecified ketones. Reportedly, the patient did not receive any treatment above and beyond the usual routine of diabetes care and management and remained on the pump. Customer technical support reviewed the pump with the reporter and found that the basal delivery totals in the total daily dose history did not match. The variation was found to be due to normal pump use and use error; the suspend feature was utilized, and the user made changes to basal rates without healthcare provider (hcp) input. The reporter noted that the hcp had also made basal rate adjustments associated with the alleged bg excursion. Troubleshooting indicated that all other settings and histories were correct. An air bolus was successfully performed and accurately recorded in the history during troubleshooting. No pump defects were found during troubleshooting. This complaint is being reported based on the allegation that the patient experienced hyperglycemia associated with use error of the pump.